Manufacturer narrative:
(B)(4)

Event description:
It was reported that the wire remained caught in the fast-fix 360 curved device. The possible availability of a backup device, procedural delay or patient impact have not been reported.

Manufacturer narrative:
Device investigation narrative - two fast-fix 360 curved needle delivery system devices 72202468 received in one box. Two complaints referenced (B)(4). Both state the same complaint: ¿wire remained caught in the fast fix 360 curved device¿. Both devices showed use. Device #1 had t1 deployed. T2 was still inside the delivery needle and deployed normally upon functional test. T1 did have suture wrapped around it lengthwise and suture appeared to be synched in the ¿v¿ end of the t. This may explain the complaint comment wording. Device #2 was returned without t¿s or suture. This device advanced and cycled normally as well. Neither device appeared abused. Unable to fully confirm complaint since the devices advanced, cycled and deployed as intended. No further investigation warranted. Note: since both devices were returned in the same box with no identification, it is not possible to identify which investigated device is associated with this report. (B)(4).

Event description:
Additional information received 9-13-2016: t1 was not removed from the patient and a backup ff360 was used to complete the procedure. A 30min delay was noted as a result and no patient impact.